Event description:
It was reported that the insulin pump making a high pitched tone. This occurred when the customer tried sending blood glucose valued to the insulin pump and noticed that the insulin pump was not responding. It was reported that the customer removed the batteries from the insulin pump. The customer's blood glucose was 12.0 mmol/l. It was reported that an alarm did not occur prior to the high pitched tone. The battery was placed back into the insulin pump, which resolved the high pitched noise. The settings were restored, and the device passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.